Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they made the mistake of getting an MRI with this thing. The patient stated they were just told that it was MRI compatible so they put patient in an MRI machine on monday and they were in there for about a half hour and then the tech got all upset and pulled patient out and said they had to stop the test because the patient had the implant. The patient clarified they did not place their implant into MRI mode for the MRI scan they had. The patient stated the MRI facility never asked if the patient had an implant before the scan. The patient reported they were very wobbly all day following the MRI scan and walking toward the wall and a little more off balance than anything. The patient stated it was like they were a little drunk but stated they were not drunk. The patient denied any pain or tingling. The patient also inquired what the worst case scenario with being in the MRI machine for 30 minutes and what could have happened as the patient stated the MRI tech was very concerned. The agent asked for clarification on what the MRI tech was concerned about and the patient stated the tech said something about the battery/lead that could lead to some kind of problem with the patient's spinal cord/could create an electrical current that could affect the patient's spinal column. The patient stated they had an appointment scheduled for tomorrow with the surgeon that put the device in to have it checked and to make sure it was functioning properly. The agent reviewed MRI guidelines overview. The agent reviewed MRI mode overview. The patient mentioned they had CT and MRI scans on a regular basis. The patient was redirected to their healthcare provider to further address the issue. The patient requested electronic and physical copies of the MRI mode instructions manual. The agent emailed and mailed the patient's requested literature.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.